Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to convulsions, after experiencing low blood glucose (bg) levels while wearing the pod. At the hospital, the patient was kept in observation. No further information was provided.